Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a lateral colateral ligament reconstruction, where the insertion site was prepared with a 4.5mm cannulated drill, when the surgeon attempt to insert a biosure regenesorb screw 5x20mm into the fibula using the small orange handle biosure driver; upon insertion the screws threads broke apart. All the broken threads were removed using forceps. Surgery resumed after a non-significant delay. With a back-up 5x20mm rci pk ha with a standard biosure screwdriver, which worked perfectly, in the originally drilled bone, therefore no voids were left in the patient. Patient is on good health currently. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on a review of the information provided, a procedural variance vs user error likely caused the reported failure. According to the report, the patient is in good health and no further impact to the patient is expected as the backup anchors were placed in the original prepped holes. Therefore, no further medical assessment can be rendered at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Corrected data: d1, d2, d4 and h4.